Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product as well as to indicate the product serial number, date of event and explant date. Info has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not rec'd the product at this time. Therefore no analysis or testing has been done. No add'l information has been reported to allergan regarding the serial number, model number explant date, diagnostic testing, pt data or further event details. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Healthcare professional reported "rupture of catheter on gastric banding". Investigation in progress.